Event description:
It was reported that during pre-op, there was still high impedance. The battery was tested with a resistor in accessory pack and found to have high impedance. The surgeon was asked to reinsert the pin into the generator and ensure it was completely inserted. There was still high impedance, so surgeon was asked to remove pin, wipe, and reinsert again ensuring to be completely inserted and heard 2 clicks but there was still high impedance. The surgeon declined to call the company for troubleshooting and instead opened a new generator and connected to old lead however there was still high impedance. The surgeon then proceeded to do a full revision and a new lead/generator were implanted that showed normal impedance. The old generator was discarded therefore not available for return. The high impedance with the lead is being reported in MFR report # 1644487-2021-01044.